Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested the universal surgical manipulators (usm) and set up structure (sus) and got no fails. Fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that after completing the da vinci-assisted surgical procedure, it was reported by the customer that universal side manipulator (usm2) drifted when the user was manually positioning it. It is unknown if the movement issue occurred prior to start, during the procedure or after the procedure. The procedure was completed with no reported injury.